Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 479 mg/dl. The customer was treated for high blood glucose with insulin injection. The customer stated the device alarmed after change. The customer was assisted with reprograming time/date, fixed primed and check basal rates for accuracy. The customer was advised that this is normal pump behavior. The customer was advised to monitor the insulin pump.